Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen was blank and appeared to have some signs of moisture behind the lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: evaluation revealed the powered the pump on and the display is blank. Performed a leak test and found no leaks. Opened the pump case and found moisture on the display connector.